Manufacturer narrative:
Follow-up #1; date of submission: 09/29/2016. The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings. A review of the pump¿s black box revealed sudden voltage drops that led to a cs 177 warning. The pump was returned with a fully charged battery. The ez-prime steps were performed correctly and all currents reading were within specification. There was no overheating or error, alarm, warnings during investigation. Unrelated to the original complaint, there was moisture observed in the battery canister, on the cap and on the returned battery positive pole. A leak test failed due to a battery compartment leak. The pump powered up correctly. The pump¿s cover was removed and there was further moisture ingress found on the printed circuit board, display screen and motor connector. The battery compartment was found to be cracked below the grip pad and at the threads on the side. The pump base was cracked between the keypad and the lens at the upper right corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 03/13/2017 - correction to serial #.